Manufacturer narrative:
Philips service provided a workaround solution, returning the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that system froze during case due to image disk issue on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.